Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular leadless pacemaker (rvlp) and right atrium leadless pacemaker (ralp) exhibited interrogation problem and found into back-up mode due to entrainment between devices. Magnet was applied and devices were able to be interrogated. Programming changes were made. Patient condition was stable.